Event description:
A customer reported to baxter (B)(4) an intracatheter of an unknown administration set which was not compatible with an adaptor. According to the report, this made it difficult to connect the two parts. As a result, "solution flows out from the connection part of the set." It is unknown when the event occured. There is patient involvement, but no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual and functional tests were performed. No problem was observed on the flash tube, symmetrical adaptor, or the 21 gauge needle. The sample was leak tested with 8 psi+/- 0.5 air by p test plus equipment and no problem was observed with the connection parts. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.